Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 181 events were previously reported during the reporting quarter; however: - 3 previously reported events were included under MFR report # 0001811755-2020-01143 but should be included under this report. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-01143. 183 reported events are included in this follow-up record. Product return status 102 devices were received. 81 devices were evaluated in the field. Event confirmation status 183 reported events were confirmed. Evaluation results 183 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 183 </noe> malfunction events in which the device had paint chips missing. 183 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 181 events were reported for this quarter. Product return status: 17 devices were received. 81 devices were evaluated in the field. 83 device investigation types have not yet been determined. Event confirmation status: 98 reported events were confirmed. Evaluation results: 98 devices were found to be affected by missing paint chips. Additional information: 181 devices were not labeled for single-use. 181 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 181 </noe> malfunction events in which the device had paint chips missing. 173 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.